Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the lead was unable to provide adequate pacing parameters in the bipolar configuration. The pacing impedance and sensing parameters were low and the pacing threshold was elevated. The lead was replaced and the same inadequate electrical parameters in bipolar configuration were noted. The event was considered resolved with a unipolar programming of the device. The patient will be monitored and was stable. Related manufacturer reference number: 2017865-2018-00789.